Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the dark blue female connector was damaged. Functional leak testing was performed by attaching an in-house minicap to the female connector and allowing fluid to flow through the set. A leak was noted from the female connector during testing. Clear passage testing and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked. The doctor stated that the leak was between the transfer set and a minicap. The home patient had the transfer set replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.